Manufacturer narrative:
Reported event of brush bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used in the procedure. According to the complainant, the brush got stuck when it was released from the bronchi. Consequently, they had a difficulty in taking a sample. After the device was withdrawn, the plastic sheath was noted to be shriveled and brush was kinked. The device failed to close and was unable to take a second sample.